Manufacturer narrative:
Pt displayed a flexion contracture post-operatively. Revision surgery occurred to perform a posterior release and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt displayed a flexion contracture post-operatively. Revision surgery occurred to perform a posterior release and exchange the poly inserts.